Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, the speed compression implant kit misfired. When handling the staple on the inserter handle the staple fired loose prior to insertion. The surgeon used another size and the procedure was successfully completed. There was no surgical delay and no adverse event reported. This report is for one (1) speed compression implant kit 13x08x08mm. This is report 1 of 1 for complaint (B)(4).